Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal drive geometry of the driver shaft, t-15, short had twisted. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2019.

Event description:
On 08/07/2024, it was reported by a sales representative via (B)(4) that an ar-9545-t15-01 driver shafts tip chipped off due to wear and tear. This occurred during a case where there was a backup tray on standby that was used to complete the case.

Manufacturer narrative:
Correction: b4. Additional information: b5, g3, h6.

Event description:
On 08/09/2024 additional information was provided by a sales representative via email who stated that the event date was (B)(6) 2024. The type of procedure performed was an rtsa. All fragments were retrieved from the patient. A backup tray with the same instruments were used to complete the procedure. 14892.